Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was seen in clinic and a bluetooth reset was performed. The issue remained unresolved. There were no patient consequences reported.

Manufacturer narrative:
The reported event of an inability to pair the patient's smart phone to the implanted device was confirmed. The information provided was reviewed by abbott engineering and it was observed that the device was taken out of shipped settings which resulted in the device¿s bluetooth advertising interval to be set as 120 minutes, rather than the 2 minutes. This will result in the device¿s remote monitoring to be set to disabled following exit of shipped settings. No anomalies were found.